Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the poor coupling issues, the recharger taking too long to charge the ins, the ins seldomly getting completely full and getting the thermometer screen had not been solved. The patient response to the what the cause of these were was just that ¿it did not handicap the use¿. The patient¿s weight at the time of the event was asked but was not reported. No further complications were reported/anticipated.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reporting that the patient was getting poor/no telemetry with recharging. They stated that recharger was taking too long to charge. Prior to the call the patient stated they had been sitting for the past two hours and the battery level wouldn¿t go past 50 percent charged. The patient stated they had been watching the coupling and they got anywhere from four to eight coupling boxes. The patient reported stimulation was currently off and they had not changed their settings recently. The patient also mentioned very seldom did their ins get completely full and sometimes the charging session would stop and they¿d see the thermometer icon come on. It was reviewed how the number of efficiency bars would affect the recharge time. It was reviewed that the patient should monitor this over the weekend and keep a close eye on coupling bars. Patient services reviewed that the repair team was now closed and this may be more of an issue the healthcare provider (hcp) needed to look into if it continued over the weekend. It was reviewed that the recharger could show the recharger stats that may be helpful in this situation. It was reviewed that the thermometer icon could be related to the poor coupling issue. No symptoms were reported. The issue of the recharger taking too long to charge occurred on (B)(6) 2018. The ins seldomly getting full occurred since implant ((B)(6) 2014). It was asked but was unknown when the thermometer icon appeared on the recharger. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that no interventions have been taken to resolve their poor coupling issues, the recharger taking too long to charge the ins and the ins seldomly getting completely full and getting the thermometer screen. They stated that ¿they had no idea what the cause¿ of these issues were. These issues have not been resolved. However, the patient stated they will be seeing a manufacturer representative (rep) on (B)(6) 2018 at (B)(6) hospital for a routine check. The patient stated they weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.